Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5064204. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent unknown hernia repair procedure on unknown date and the mesh was implanted. One week following the procedure, the patient started having pain and his groin area got swollen. It was also reported by the patient that prescribed mobic kill his kidney so he had to stop it. The pain got worse and the swelling became bigger to the point that the patient was not able to tie his belt. In 2015 another surgery was performed. The surgeon opined that the mesh was undone from the end and the patient has a scar tissue. The surgeon did another hernia repair which did not alleviate the pain. The pain and swelling extended to the left testicles. It was also reported that the patient cannot work and his disability is a result of mesh implant. No further information is available.